Event description:
A nurse reported to baxter (B)(4) that during patient use a home patient (hp) got a system error (s/e) 2240 alarm during fill 6/6 on their homechoice (hc) machine. The technical service representative (tsr) had the home patient close all clamps and transfer set, cycled power off and on to se 2367, cycled power off and on to press go to start prompt. Tsr explained the alarms and nurse states spare line clamp was left open causing s/e 2240 in fill 6/6. Tsr explained to discard all supplies and to report alarms to peritoneal dialysis nurse next morning. The hp was to finish that night's therapy manually. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The devices involved in this incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during fill 6/6 was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The nurse stated that spare line clamp was left open causing s/e 2240. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).